Manufacturer narrative:
Additional narrative: device used in a veterinary case - no patient information will be reported. Date of event is not known. Lot number reported to be either 3504 or 3604. Device history review verifies neither lot number is valid. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for a veterinary case. There was no human patient involvement. It was reported that during an unknown surgery on a dog, sometime between (B)(6) 2017, a pair of reduction forceps were being used to reduce the fragmented bone and the tip of the device (the arched, pointed prong) broke off. The broken piece was easily retrieved. An alternative, similar device was available to complete the surgery with a two minute surgical delay that was required to collect the other set of forceps in the room. It was confirmed at the end of the surgery, viewing standard radiographs, that there were no retained fragments. The procedure was completed successfully and the patient was reported as stable. This report is for one (1) reduction forceps. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product development investigation was completed. A visual inspection under 5x magnification and drawing review were performed as part of this investigation. This complaint is confirmed. Device was received at customer quality (cq) with one of the distal prongs sheared off. The sheared off prong was not returned for evaluation. The fracture surface appears homogeneous when viewed under 5x magnification. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. The 399.07(0) reduction forceps is an instrument that has been obsolete and replaced by the 399.77(0) reduction forceps and the 399.97(0) reduction forceps. Due to the returned device¿s advanced age, supporting documentation for the replacement functionally equivalent parts has been used for this investigation. Replacement device drawing were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. No product design issues or discrepancies were observed. Definitive root cause could not be determined, most likely due to application of excessive force for this old device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.